Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.

Event description:
It was reported that during an anterior cruciate ligament surgery the device could not be fixated and the white shortening sutures continued to slide. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new ar-1588rt with an ar-7237 as substitute. It was not necessary to switch the surgical technique or do a second surgery.